Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 500 mg/dl. The customer changed his infusion set but his blood glucose continued to rise. The customer then changed his set again later that night and his blood glucose came down. There were no alarms noted with the new set. No products were shipped or returned; the customer disposed of the suspect infusion sets.